Event description:
The customer reported that the pt was cannulated with a new cannula and after twenty-four hours the lock of the external and internal cannula was not holding. A non-routine replacement of the tube was required.